Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare professional via product surveillance registry regarding a patient receiving morphine (5.0 mg/ml at 2.2505 mg/day), bupivacaine (10.0 mg/ml at 4.501 mg/day), and clonidine (200.0 mcg/ml at 90.02 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that on (B)(6) 2016 the patient came in for a scheduled pump refill appointment. Examination found that the pump was loose and flipping within the pocket. Device interrogation/device data found 17.4 ml under-infusion likely secondary to a catheter kink from the pump flipping within the pocket. On (B)(6) 2016 the pump was repositioned from the abdomen to the left buttock and the catheter was spliced adding a connecting piece to extend the catheter length and unite the existing proximal and distal portions. The event outcome was reported as "resolved without sequelae (B)(6) 2016". The event resulted in an unscheduled clinic or office visit. The device diagnosis was pump inversion and catheter kink. The event was noted to be related to the device or therapy, and not related to the implant procedure. The cause of the pump being loose and flipping in the pocket was noted to be related to the pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.